Manufacturer narrative:
Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - replace logic board, via bomgar, I was able to set up asm to be able to flash units. Biomed just replaced the logic board on 8100 module. During flashing, the unit failed and would not flash. Biomed will call back with a po to get a repair RMA. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Caller requesting assistance on flashing an 8100 module. Sn: (B)(4) replace logic board, via bomgar, I was able to set up asm to be able to flash units. Biomed just replaced the logic board on 8100 module. During flashing, the unit failed and would not flash. Biomed will call back with a po to get a repair RMA.